Event description:
A malfunction in the pump was reported, but there were no notable events that occurred prior to the malfunction. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The malfunction code was reset successfully, and the customer was advised to continue using the pump. Technical support provided information on how to reset the pump and asked the customer to call back if the issue recurred, which the customer understood.